Event description:
I switched from the medtronic paradigm # 713 insulin pump to the 530g insulin pump. I have been using medtronic insulin pumps for over 20 years. Prior to receiving the 530g, I called medtronic may be 10 times in 20 years. After receiving the 530g pump, I have been on the phone with them every week. The pump is supposed to calculate the bolus rate based on what my blood sugar is. The 530g does not do that. No matter what my blood sugar is in the morning, when I put in the 35 carbs that I'm going to have breakfast, it tells me to take 3.5 units of insulin. That is fine if my blood sugar is 90-100, but when it is 55 or 60 it should take that into account. The enlite sensor that is supposed to work with the 530g pump does not work. It is too flimsy to work properly. If my cat or dog (chihuahua) crawls up on where my sensor is plugged in, it stops working. If I hold my granddaughter, it stops working. It is almost impossible to insert it without damaging it. The tape does not stick well. I had sof-sensors that I had left over before I went on the 530g pump. I could use those with no problems. They lasted 6 days and the readings from them were as close or closer than the enlite sensors. I finally got a prescription from my doctor to use the sof-sensors with the 530g pump, because they are not as flimsy and work just as well. Now that I have them, it seems like they sent me a bad batch. The sof-sensors barely last 3 days, I have a lot of sensor errors. It seems fraudulent to me that I didn't have problems with the sof-sensors before, but when I told them they were going to be used with the 530g pump (the prescription had to actually say sof-sensors for use with the 530g pump) that now I have problems with them. There are a lot more button pushing with the 530g and takes some getting used to, but can cause problems if you forget or if your blood sugar is low and your brain is not working properly. I'm very disappointed in the product and have not received any help from medtronic.